Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient has not been able to use the ins since the end of may because it will not hold a charge. The patient sated they had been in too much pain and now needed to see a healthcare provider (hcp) about her ins. Patient gave an event date of (B)(6) 2019. The patient was redirected to their hcp and the patient was provided with physician names. No further complications were reported/anticipated.